Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09-aug-2025, the caregiver reported that the user¿s bg reached 400 mg/dl after eating a sandwich without announcing a meal. The event occurred while the user had been using the ilet for approximately one and a half weeks. The ilet alerted to the high bg, which was corrected by the algorithm. The user reported feeling okay. No symptoms, external assistance, or medical intervention occurred.